Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a discrepant benzylpenicillin result associate with vitek® 2 ast-st01 test kit, involving a streptococcus pneumonia blood culture patient sample. An investigation was conducted. Identification of the organism was confirmed as streptococcus pneumonia. Testing included two ast-st01 cards from the customer's lot and from a random lot, and broth microdilution (bmd) as the reference method for p01n formulation on st01. The reference result obtained with bmd was pen g mic = 2 mg/l (within 1 doubling dilution, using clsi standard interpretations, category susceptible or intermediate) note: the result of 8 obtained by the reference lab was not duplicated in house. The vitek® 2 ast-st01 results obtained with both lots tested is pen g mic = 4 mg/l I (aes parameters: global clsi based +phenotypic). The vitek® 2 ast-st01 cards are in essential agreement, within 1 doubling dilution, with the reference bmd mic (2mg/l). The investigation concluded the vitek® 2 ast-st01 cards are performing as expected and no further action is required.

Event description:
A customer in (B)(6) notified biomerieux of a false susceptible result associate with vitek 2 ast-st01 test kit involving a blood culture patient sample. The customer reported receiving an initial result of mic 2 for penicillin using the vitek 2 ast-st01 test kit, which was interpreted as susceptible because of the non-meningitis break points (s <=2, I 4, r>=8). This result was reported to the physician. The sample was sent to a reference lab where testing revealed an mic of 8, resistant. The customer indicated it was unknown whether there was a delay in reporting results or whether the patient was harmed or treated incorrectly. An internal biomerieux investigation will be initiated.